Event description:
Customer reported problems with the right monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the right monitor. Sys operates as intended.